Manufacturer narrative:
The product was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) procedure, a patient experienced hyphema. An anterior chamber washout was performed several times postoperatively. The surgeon explanted and implanted another gfd, but the hyphema did not resolve. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the doctor commented that bleeding in the entire anterior chamber occurred during gfd implantation by the previous doctor. Looking at the video of the surgery provided by the previous doctor, there was no problem with the gfd implantation, but tissue was hooked when pulling out the hook from the side port and angle dissociation occurred at the diagonal corner of the gfd placement which caused bleeding. Anterior washout was performed because the bleeding did not stop. Afterwards, the bleeding stopped and additional surgery was not performed as the patient requested. Gfd had no causal relationship, and it's removal has not been implemented.